Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, guide catheter: hyperion, stent: xience. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo, eccentric lesion in the mildly tortuous, heavily calcified, 95% stenosed mid left anterior descending coronary artery. An unspecified xience stent was deployed. For post-dilatation, the 3.0 x 12 mm nc trek balloon dilatation catheter (bdc) was advanced and resistance was felt with the anatomy. The balloon ruptured during first inflation at 8 atmospheres. The bdc was removed and resistance was felt with the anatomy. A non-abbott bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.